Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the change sensor alert and pump shows a physical damage. And also reported loss of communication between insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-7841zn, mmt-7040a. Troubleshooting was performed. Customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Customer confirmed pump had a damage at backside of the battery. And the damage was affecting the functionality of the pump. Confirmed transmitter serial number is programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
The pump passed the self test. The pump was paired with guardian link 3 (gl3) transmitters (gt-7919860n) and a test plug. The pump initiated the start new sensor (sensor warm-up) cycle without errors. The pump was calibrated to a programmed test value properly. The pump was monitored for several days while connected to the transmitter and the test plug; no unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, crack select button keypad overlay, stained keypad overlat, cracked battery tube thread, cracked battery compartment, broken belt clip rails, and pillowing keypad overlay. Loss of pump to transmitter communication complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.